Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noised that was over-sensed leading to pacing inhibition. The rv lead was reprogrammed and there were no patient consequences.